Event description:
Medtronic received information regarding an imaging system during a sacroiliac and thoracolumbar procedure. It was reported that during a case, when setting up to take 2d images, the stack light never reached a ready state. The system was unable to take images. No error was displayed on the mobile view station (mvs) or image acquisition system (ias) to indicate why the system would not allow radiation. After completing a reboot on both the ias and mvs, the issue was resolved. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A110201: unable to take images a1107: stack light never reached a ready state f1908: delay of less than one hour f26: no patient impact h3, h6: the system was serviced in the field by a medtronic representative. Rep could not duplicate this event. Rep reviewed logs to find that someone is unplugging the mvs from wall ac power before disconnecting the umbilical causing this event to occur. Rep advised the cs to have a discussion with the site to make them aware of the proper procedure to avoid this in the future. System returned to service. Codes b01, c13, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.